Event description:
Additional information received from the patient reported that all her implants stopped being effective for her urinary retention. After the first 2 implantable neurostimulators (ins) a manufacturing representative (rep) came and worked with the healthcare professional (hcp) to try reprogramming, but it was also ineffective. This was in (B)(6) 2012. She was then subsequently implanted with further ins's. It was noted that the patient was not able to self-catheterize when she the implants. Eventually the patient had all the implanted components removed. It was unknown when the therapy stopped being ineffective. The patient noted that her bladder had no muscle tone and could only hold 2 liters of fluid. This was present prior to the implants.

Event description:
It was reported the patient had several falls in (B)(6) 2013 and the doctor did scans, but nothing was determined. In (B)(6) 2013, the patient started having pain and another scan was done. The lead was determined to be broken. The system was changed in (B)(6) 2013. Information received a little more than a week later indicated the patient fell and the lead disconnected. Multiple MRI/x-ray/CT scans and reprogramming sessions were noted. No results of these were provided. Symptoms included urinary frequency, urgency, and urinary retention. No hospitalization was required and the patient outcome was non-serious injury/illness. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va01pde, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: (B)(4).